Event description:
It was reported that the rigid video laparoscope had green streak. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the image was green. A root cause could not be identified. Based on the results of the investigation, it was likely that for the reportable malfunction the cause was traced to component failure, and additionally, the most probable cause for the image being green and the fiber bonding in the outer tube area (distal end) being damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.